Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 480 mg/dl. The customer was admitted to the hospital. The customer reported it was related to some other stuff, when he went to to the hospital the pump was leaking and that is how it got up to 490 mg/dl. The customer did not want to talk about the hospitalization just wanted a new sensor.